Manufacturer narrative:
No conclusion code available. The connector portion of the lead was returned. Visual inspection of the lead found full breach insulation degradation exposing the outer coil adjacent to the connector boot. Electrical testing performed on the partial lead revealed no anomalies.

Event description:
This report is to advise of an event observed during analysis.